Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2021. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the lens was exchanged on (B)(6) 2021. For a longer length lens, due to low vault. This did not resolve the problem. As the low vaulting appeared again. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+1.5/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.